Event description:
It was reported that the patient experienced "colon blockage" and high blood sugar levels 9 days after starting the trial phase of the neurostimulator therapy. The patient stated it was due to issues from the anesthesia and their diabetes. The patient did go to the emergency room for the event. The patient subsequently went on to the permanent implant of the implantable neurostimulator (ins). As of (B)(4), 2012 that patient felt much better.

Event description:
Additional information received reported that the patient had a reaction to the anesthesia during surgery. It was unclear if this meant the trial or permanent implant surgery. The device was working and improving her symptoms. The patient was doing just fine and had no further effects of the reaction with the anesthesia. Later that day it was reported that all was resolved and the patient had no issues since then. The patient outcome was good.

Manufacturer narrative:
(B)(4).